Event description:
It was reported that a device was used during a low anterior resection. After firing, the device was difficult to remove from the bowel. Once released, the surgeon noticed an incomplete cut in the anastomosis. It is unk how the case was completed or if there were pt consequences.